Event description:
During an ercp with sphincterotomy, the major papill was cannulated and the bow of the cautery cutting device broke after opening inside the pt. It was removed without harm to the pt.